Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. Block h11: (investigation result) the returned stonetome was analyzed, and a visual and microscopic evaluation noted that the cutting wire was bent and the balloon burst. No other problems with the device were noted. The product analysis revealed that the cutting wire was bent. This condition could have been caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. Additionally, the balloon burst could have been generated due to the factors encountered during the procedure, the patient anatomy, and the interaction with the scope when the physician advanced the balloon. It can also be caused when the first interaction of the balloon with the stone could have damaged the integrity of the component, inhibiting the capability of the balloon to be inflated again and could have caused that the balloon burst. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a stonetome was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, the balloon ruptured immediately upon initial use of the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of cutting wire kinked. Please see block h11 for full investigation details.